Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was unable to pair to the patient's phone. A message shows up saying "max attempts exceeded". Technical services were contacted but nothing has been done as of yet. The patient was stable.